Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an online survey by the critical care nurses that physician indicated tissue injury (necrosis, tears, erosion, perforation, bleeding) after placement of the device and indicated the complication to be disease or other related and stated bedridden. Patient obese bag would not secure well in relation to the device enfit dignishield stool management system with product code ensms002. No medical intervention was reported.

Event description:
It was reported in an online survey by the critical care nurses that physician indicated tissue injury (necrosis, tears, erosion, perforation, bleeding) after placement of the device and indicated the complication to be disease or other related and stated bedridden. Patient obese bag would not secure well in relation to the device enfit dignishield stool management system with product code ensms002. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states". Collection bag connection: a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. (Figure 3-a, b). 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.